Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's blood glucose was at 417 mg/dl and not coming down, so they went to the emergency room. The customer's symptom was lethargy. The customer's parent thought customer may have missed a bolus and when checking the infusion set, it was found the tubing had come off of the insertion site. The hospital released the customer with a blood glucose of 209 mg/dl, after she had consumed a lot of water. At the time of this report, customer's blood glucose was 425 mg/dl. During troubleshooting, no issues were found with the insulin and the high pressure test was performed and passed. The settings were found to be programmed in correctly. Customer's parent stated that he would double check with customer's doctor.